Event description:
Caller reported a false positive troponin (tni) result using the triage cardiac profiler kit. Customer is not aware of any invasive procedure performed on the pt based on the tni results. Diagnosis is unk.

Manufacturer narrative:
When product support received pt sample the ice and the sample were no longer frozen. Possible degradation could have occurred. Product support tested returned sample on profiler lot # w46655 (lot # w46654 was not available for testing), and access2. Two reps on access 2 (both reps tni <0.01 ng/ml) and 2 reps on triage w46655 (both reps tni <0.05 ng/ml). Customer false positive result was not reproduced. Customer stated they left the sample in the refrigerator overnight after initial test and before retest. And sample might not have come to room temperature before retest. The package insert states "test blood specimens on the test device immediately or within 4 hours of collection. If testing cannot be completed within 4 hours, the plasma should be separated and stored at -20 c until it can be tested." Sample could have degraded between 1st test and retest the next day. No product deficiency was established. Corrective action not required at this time.